Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Unable to confirm unexpected restart alarm, internal clock comparison error alarm and unable to perform any tests due to blank display. Insulin pump was received with cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received and internal clock comparison error alarm and an unexpected restart error alarm. Customer's blood glucose was 20 mmol/l. Insulin pump would be replaced.